Event description:
The insulin pump was returned with a severely scratched display screen, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
The insulin pump was returned with a severely scratched display screen, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.